Event description:
It was reported to boston scientific (bsc) on 11/06/6 that a customer encountered problems during unpacking of a detachable coil. According to the customer: "they took the box from the shelves, open it, took the insert pack with the gdc [device in question] and notice that the package was open." No patient complications were reported. Device in question was not used for procedure.

Manufacturer narrative:
The device in question was returned to the MFR on 11/07/06 for evaluation. An investigation on the device in question is currently in progress. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplement report will follow.